Event description:
Information received indicates the head section actuator is slipping into CPR a, causing the head section to drop 5-10 degrees quickly and then slow down.

Manufacturer narrative:
The technician found the tension on the CPR cable was tight. The technician adjusted the CPR cable to repair the bed.